Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The crimp was visible and intact. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The broken pitch cable was attributed to a component failure and related to device design. There were additional observations not reported by the site and not related to the primary failure. The instrument was found to have a derailed grip cable at the distal end. The yaw motion may be non-intuitive as a result. The root cause is attributed to a component failure. A review of the log showed the permanent cautery spatula instrument (part# 420184-14 / lot# n10201019-0034) was used during this ovarian cystectomy surgical procedure on (B)(6) 2022 with system (B)(4). The alleged event occurred on the 3rd use of the instrument. A review of the provided image is consistent with the allegation of a broken wire/cable. A review of the site's complaint history does not show any additional complaints for this product. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis found the permanent cautery spatula instrument to have a broken pitch cable at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the wire on the permanent cautery spatula instrument was broken as the operator handled and moved it. The permanent cautery spatula instrument was not used on tissue during the sudden breakage. The procedure was completed with no reported injury.